Manufacturer narrative:
Gas loss in iab circuit: a gas loss in the iab circuit takes place when the pump detects a helium loss due to a leak or high rate of diffusion in the iab circuit. When a cumulative shuttle gas loss exceeds a nominal 5 cc/hr dynamic limit a gas loss alarm is triggered. The alarm activates only when the iab inflation period is equal or higher than 80 msec and deflation period is equal or higher than 250 msec. Gas loss cause: 1. Pump system malfunction response: system vents and iab deflates; alarms occur in all modes. Mitigation: if no leaks, occlusions, or patient conditions (fever/tachycardia), perform manual iab autofill using fill key (purges/replaces helium and recalibrates). Contraindications: severe aortic insufficiency, aneurysm, advanced calcific disease, obesity/groin scarring (avoid sheath less insertion). Risk and labeling: failure mode (not pressing fill key) documented in ufmea, IFU provides corrective steps. Current status: no device malfunction; no CAPA/escalation needed; risk within profile.

Event description:
During an emergency support program call, the customer reported that cardiosave intra - aortic ballon pump (iabp) had several gas loss alarms. No harm or injury to the patient was reported.